Event description:
Reporter alleged blood glucose measured 450, 199, 399, & 229 mg/dl when all tests were performed within 5 minutes. Customer stated not taking normal medications as a result of the readings. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.